Event description:
It was reported that stent migration occurred. The target lesion was located in the right iliac artery. A fr 12 bsc introducer sheath was advanced and an amplatz super stiff guidewire was then placed. A 14x50 12fr comm wallgraft¿ stent was selected for use and advanced to treat the lesion. However, after deploying the stent, the stent moved downwards. It was reported that the stent was undersized. The patient was then sent for surgery but due to the unavailability of a bigger endoprosthesis stent, they waited for 3 hours to complete the procedure. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).